Event description:
Patient spontaneously reports pump (B)(4) alarms no disposable, clamp tubing whenever pump is laid on its back. Author advised that the pump will usually have that error if the cassette isn¿t attached properly and if cassette is realigned it usually clears error. Patient added he has tried to realign and pump continues to alarm every 5 minutes; advised we would be sending a replacement pump. No other information available. Did we replace device? Yes. Did the patient have backup device they were able to switch to? Yes. Did the reported product fault occur while in use with a patient? Yes. Did product issue cause or contribute to patient or clinical injury? No. Reported to (B)(6) by: patient/caregiver.